Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) ventricular capture management (vcm) function incorrectly measured ventricular thresholds. Reprogramming occurred. The ipg remains in use. No patient complications have been reported as a result of this event.